Manufacturer narrative:
D10 concomitant products: unknown, unknown shiley trach tube, (lot# unknown) unknown, unknown shiley trach tube, (lot# unknown) unknown, unknown shiley trach tube, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the patient¿s tracheostomy outer cannula had become dislodged, with disruption of the two white flange pins. Multiple attempts to re-establish the airway using the same trach size, a size 5, and a size 4 were unsuccessful. The respiratory therapist (rt) then covered the stoma with gauze and provided a bag-valve-mask (bvm) ventilation through the mouth and nose, with the patient maintaining stable vital signs. The facility managed the airway for roughly 30 minutes before emergency medical services (ems) arrived. They detailed that this was an urgent, unscheduled tracheostomy tube replacement on an established stoma (not a new tracheostomy) and that the patient was not mechanically ventilated at baseline. The patient was transported to hospital. Upon arrival to the emergency department the patient exhibited "airway compromise" but had not lost pulses in the duration of time leading up to emergency department presentation. Gauze remained over the stoma, and bvm ventilation was ongoing. Emergency department staff were initially unable to place a new tracheostomy tube, prompting activation of the airway response team, who eventually inserted a tracheostomy tube but suspected a false passage due to the presence of subcutaneous air in the patient's neck, chest, and abdominal regions. Bleeding was noted around the stoma. Despite ongoing bvm ventilation, the patient developed worsening hypoxia and bradycardia. Epinephrine was administered, but the patient progressed to pulselessness. The patient was on do not resuscitate (dnr) status, chest compressions were not performed, and he was pronounced dead in the emergency department. The cause of death from emergency department notes was "hypoxic cardiac arrest due to tracheostomy complications".